Event description:
It was reported that the patient sought medical attention with and called an ambulance on (B)(6) 2026 with hyperglycaemia and an electrolyte imbalance (high levels of potassium). The patient¿s blood glucose levels rose above 600 mg/dl while wearing the pod between 36 and 48 hours. The patient was playing golf, began to experience malaise and then noted their blood glucose levels were high. An ambulance was called and the patient was taken to hospital. The patient was treated with 10 units of insulin and an unspecified oral solution to bring down the patient¿s potassium levels (it was not reported whether this treatment was provided in the ambulance by the paramedics or by the medical staff at the hospital). The patient was released later the same day.

Manufacturer narrative:
The device has been returned however our investigation is still ongoing, when the investigation has concluded a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.